Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional codes. Corrected data: b2. Outcome attributed to adverse event - life-threatening was erroneously omitted from supplemental 001. G2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve and a delivery catheter system (dcs) were used during a transcatheter aortic valve implantation procedure following pre-dilatation with an 18 mm balloon and planned implantation of a 26 mm valve. The patient had impaired left ventricular function with an ejection fraction of 25% and required catecholamine support from the beginning of the procedure, with left ventricular lead function reported as 25%. During the first implantation attempt, the prosthesis was positioned slightly too high and the team decided to recapture the valve. During the second implantation attempt, the prosthesis position was again slightly too high. During the third implantation attempt, positioning was improved and the valve was slowly released under fast pacing. During retrieval of the delivery system, with the valve slightly underexpanded in the inflow portion, the prosthesis dislodged out of position. The valve was secured using a snare and a non-medtronic valve was subsequently implanted. During this phase of the procedure, an ascending aortic dissection occurred. The patient remained hemodynamically stable and was transferred to the care of the vascular/cardiac surgery team. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of the valve dislodgement was aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 4 mm. After valve dislodgement, the valve was no longer in the annulus plane. A non-medtronic guidewire was used during the procedure. Additionally, it was reported that a covered stent was placed as treatment for the aortic dissection. Subsequently, the patient died the next day. Additional information was received to report, a non-medtronic (boston scientific safari xs) guidewire was used for the case. Per the physician, the cause of death was likely reduced blood flow through the right carotid artery during the treatment of the dissection. The physician indicated the medtronic valve itself did not cause or contribute to the death. The physician attributed the outcome more likely to the sequence of maneuvers performed following the pop-out.

Manufacturer narrative:
Image review: 6 fluoroscopic images and 1 cine loop of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review. Two patient summary pages were provided for anatomical review. Adverse events that may be associated with the use of the evolut system include, but may not be limited to, the following: prosthetic valve migration/embolization, vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome. Prosthetic valve migration/embolization is listed in evolut¿s instructions for use as one of the potential adverse events and repositioning precautions. Migration / valve dislodgement of the transcatheter aortic valve can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant bav complications. Although the computed tomography (CT) data was captured at 90% (typically equating to a diastolic heart phase and maximum annulus diameter), with a measured annulus perimeter of 71.9 mm, the correct evolut valve size 26 mm was selected. Image 7 also shows an oval shaped annulus. After the pre-implant bav, in two images, the implant depth can be seen to be shallow. No cine loops or images were provided of the actual valve deployment and dislodgment. Only an image of the post-implantation balloon deflation with the non-medtronic balloon expandable valve and the embolized evolut in the ascending aorta was provided. The dissection in the aortic arch can be seen in image 5 and the successful implantation of the aortic endo stent in image 6. Since no image material was reported covering the evolut final deployment nor the valve dislodgement, the root cause of the dislodgement and resulting complications cannot be determined definitively. It cannot be excluded that implanter¿s technique when withdrawing the catheter or the oval-shaped annulus contributed to the valve embolization. With the provided information, a device relationship is very unlikely. By anchoring the evolut frame with an aortic endo stent in the ascending aorta, the implant team attempted to prevent the dissection from spreading and ongoing movement of the dislodged valve, possibly causing inflammation, and injury or occlusion. Nonetheless, at the time of the report, the hemodynamically stable patient was converted to surgery. Updated data: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of the valve dislodgement was aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 4 millimeters' (mm). After valve dislodgement, the valve was no longer in the annulus plane. A non-medtronic guidewire was used during the procedure. Additionally, it was reported that a covered stent was placed as treatment for the aortic dissection. Subsequently, the patient died the next day.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 21-jan-2027, UDI #: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve and a delivery catheter system (dcs) were used during a transcatheter aortic valve implantation procedure following predilatation with an 18 mm balloon and planned implantation of a 26 millimeter (mm) valve. The patient had impaired left ventricular function with an ejection fraction of 25% and required catecholamine support from the beginning of the procedure, with left ventricular lead function reported as 25%. During the first implantation attempt, the prosthesis was positioned slightly too high and the team decided to recapture the valve. During the second implantation attempt, the prosthesis position was again slightly too high. During the third implantation attempt, positioning was improved and the valve was slowly released under fast pacing. During retrieval of the delivery system, with the valve slightly underexpanded in the inflow portion, the prosthesis dislodged out of position. The valve was secured using a snare and a non-medtronic valve was subsequently implanted. During this phase of the procedure, an ascending aortic dissection occurred. The patient remained hemodynamically stable and was transferred to the care of the vascular/cardiac surgery team.